Event description:
It was reported during a routine check that the cs100 intra-aortic balloon pump (iabp) unit displayed an autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h10

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp) unit and found that the autofill tube was damaged near the autofill port. To fix these issues the fse cut the tube and reconnected the tube. The fse then performed functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.